Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) identified that the station did not turn on and was offline. Then the fse went to back panel disconnect all the cable from main and station came on. Then the fse troubleshoot and found out 3.1 drawer board caused machine not to turn on. So, the fse replaced the board. The fse then had customer successfully test each cabinet and no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.